Event description:
A caller reported an issue with the insulin gauge displaying an amount different than expected. There was no adverse impact to the customer's blood glucose level. The caller was informed by technical support to perform the necessary steps to remove air from the cartridge before filling, which they acknowledged and understood, but the caller chose not to load a new cartridge and decided to continue using the current one, with plans to follow up if necessary.